Event description:
Customer reports strip vial expiration date as 09/2009 while using comfort curve test strips. Manufacturer's electronic records show strip expiration date as 05/31/2008. Batch records verified strip expiration date was 05/31/2008. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.